Event description:
The customer complained of a questionable result on one patient sample tested for hcg+ss, intact human chorionic gonadotropin + the ss-sub-unit. The initial hcg+ss result was 0.100 mui/ml accompanied by a data flag, which was reported outside the laboratory. Two weeks later the patient saw her gynecologist who told her she was seven weeks pregnant. The patient then travelled to (B)(6) for an abortion. On (B)(6) 2013, the laboratory repeated the test on the original tube on the cobas e601 analyzer and obtained a result of 0.100 mui/ml with a data flag. The test was run again from the same tube on a vidas analyzer with a result of > 1500.00 mui/ml. The patient was not harmed by any action taken. The lot number of hcg+ss reagent in use was 173268; the expiration date was requested but not provided.

Manufacturer narrative:
The event occurred in (B)(4).

Manufacturer narrative:
Retention reagent testing with controls yielded results within the specified control acceptance ranges. The customer sent the patient sample for testing. The tube was a primary gel tube containing approximately 0.5 ml of hemolyzed sample. The sample was tested with both hcg+b and hcg stat reagents: both tests yielded results of 10,000 miu/ml with a data flag. The sample was also tested for free b-hcg with a result of 12.78 iu/l. A general reagent issue could be excluded. It was noted the tube type was not one that is specified for use on a roche analyzer. A specific root cause could not be determined.